Event description:
While implanting a t2 humeral nail, distal locking of the nail, the drill broke twice while drilling for distal holes. The drill entered first of near side hole in the nail and broke while inside the nail. In the x-ray tip of drill (x2) can be seen exiting nail.